Event description:
A customer reported that the adc device would not power on with button press or strip insertion, and therefore was unable to obtain readings. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered sugar for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Reader did not turn on with button, strip insertion, or usb cable insertion. Connected reader to computer and was not able to recognize the reader. De-cased the reader and observed liquid contamination. Therefor this issue is not confirmed to use. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.